Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer displayed an error at boot up and on another occasion. The company representative cleared the error by cycling power. Technical support (ts) asked the caller to use the service disk to correct the issue. No patient complications have been reported as a result of this event.